Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3888-56, lot#: v472483, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that contact 3 had an impedance of over 10000 ohms. It was noted that the patient was getting sufficient coverage. It was reported that the high impedance was initially observed ¿several years¿ ago. The impedances were first seen by the manufacturer representative on the day of the call and were documented as follows: group a program 1:1 anode/1 cathode, 0.9v, 200 pw, rate 40, 1476 ohms program 2: 2 anodes/2 cathodes, 0.5v, 120 pw, rate 40, 811 ohms it was reported that the lead was "repositioned in generator (wipe off)" and several impedance checks were performed. No patient symptoms or complications were reported.